Manufacturer narrative:
B3: unknown; no information has been provided to date. E: full reporter address: (B)(4). H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual, functional and occlusion tests were performed, which found a detached downstream occlusion (dso) seal. The dso seal was replaced to fix the issue.

Event description:
It was reported that the occlusion pressure membrane was damaged. There was no patient involvement, and no human harm/adverse event reported.